Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose results were 280mg/dl (lab), 162mg/dl (meter). Tests were done less than 10 mins apart with a difference of 42%. Pt did not experience any adverse events. No further info has been reported.